Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the device would not power on with ac power; however, the device was able to power on using battery power. Physio replaced the device's power module. After completing other unrelated repair, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the reported issue was due to a shorted transistor on the ac to dc power supply.